Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. Device evaluation and results: one unit carton was returned. Indentation lines were visible on the top and bottom of the unit carton at the front. One side flange/lip of the outer blister was broken. The broken flange/lip remained attached to the tyvek lid. This damage is consistent with excessive/incorrect handling prior to the opening of the packaging. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening of the packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation for this event is required at this time.

Event description:
In the operating room, when preparing the implant for a surgery, the inner packaging was damaged. The device was unusable and the medical staff had to replace the implant by a new one.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
In the operating room, when preparing the implant for a surgery, the inner packaging was damaged. The device was unusable and the medical staff had to replace the implant by a new one.